Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated fields: e1 / g2 / h4 / h6 / h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image noise was caused by damage to the image sensor unit and / or its cable the event occurred depending on the angulation range; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation. The subject device was received for evaluation and the customers complaint was confirmed. Device evaluation found the image appeared degraded with vertical stripe noise from top to bottom, however, the subject can be recognized. Service repair noted this is a random failure. This temporary failure is caused by short-circuit of the image sensor cable, depending on the position of the bending section. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that the loaner device had an image issue. Customer stated "the picture has stalagmites and stalactites. It has not been used at all. " the issue found during an unspecified procedure. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was sent back at olympus regional repair center (rrc ) portugal. Device evaluation has not yet been started. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.